Manufacturer narrative:
B5: the lens was explanted due to large vault, shallow anterior chamber, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The problem was resolved with the implant of the replacement lens. The cause of the event was due to the device (icl too long). Post-op the patient had mild halos and the eye was quiet. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles, shallow anterior chamber. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 and exchanged for a shorter lens. The lens was discarded. Additional information has been requested but none has been forthcoming.